Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a robotic assisted total hysterectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle popped off while tying a knot at the end of the suture line. No additional sutures were needed to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.